Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual and functioning testing of the returned products noted the products functioned as intended. The products are conforming. DHR will not be reviewed for limited investigation as the products meet the applicable acceptance criteria. The root cause is determined as no failure detected ¿ device operated within specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp (B)(4). UDI# (B)(4). Report source: foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00136.

Event description:
It was reported that the sleeve of juggerknot was hard and the surgeon could not use them. No adverse events have been reported as a result of the malfunction.